Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The cause for the reported event remains unk; however, the most likely root cause classification the reported air leak in the hemostasis valve is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported during an ablation procedure a leak was noted form the hemostasis valve of a fast-cath introducer. The physician placed a fast-cath introducer and dilator with guidewire into the pt. Upon aspirating the introducer with negative pressure the physician noted an air bubble inside the side port of the introducer. The air leakage stopped when the physician placed his finger over the hemostasis valve. He continued the procedure with this introducer. There were no adverse consequences to the pt.